Manufacturer narrative:
Section a4: patient's weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported patient experienced infection at the ipg site. Surgical intervention was undertaken wherein the entire system was explanted. Patient was prescribed oral antibiotics to address the infection.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. Production records pertinent to packaging and sterility were ordered for reviewed for the returned product to insure that no nonconformances were found. See pi main for results. The returned ipg successfully communicated with all lab utilities, passed all tests on the ate (automated test equipment) and there were no anomalies identified that would have existed prior to explant that could have contributed to the alleged issue. Testing on the ate was performed for battery warranty purpose.